Manufacturer narrative:
The customer¿s report of the device infusing at the wrong rate was confirmed. Analysis of the pcu event log shows that at the time of the reported event, the device was in use and infusing heparin weight-base 25000 unit in 500ml at a dose of 11 unit/kg/hr, and rate of 22.2ml/hr. At 7:43 am on (B)(6) 2017, the user selected the module and then selected the ¿up¿ arrow key, which changed the rate to 22.3ml/hr and the dose to 11.04unit/kg/hr. The user started the infusion. It is believed that the user instead intended to select soft key 14 (start), which is located directly above the ¿up¿ arrow key. Functional testing found the device to be delivering fluid with specification. The disposable set showed no leaks during testing. The root cause of the device infusing at the wrong rate was identified as user error.

Manufacturer narrative:
Concomitant medical products: 500 ml b.braun bag ndc 0264-9577-10, heparin sodium, therapy date: (B)(6) 2017. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported on (B)(6) 2017 a primary infusion of heparin 500 ml was programmed to infuse at rate 22.2 ml/hr. (11 units/kg/hr.). On (B)(6) at 0800 the user noted that the device displayed (11.04 units/kg/hr.) With a rate of 22.3 ml/hr. It was confirmed by the nurse that the dose/rate was not manually changed. There was no report of patient harm. The event occurred in medical /surgical unit. The customer is requesting log activity review from 1528 on (B)(6) 2017 to 0800 on (B)(6) 2017.